Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfwf055 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "chemotherapy with huber needle insertion to administer blistering and/or irritating drugs. During removal of the semi-permeable membrane (finished infusion), the huber's needle came off together with the membrane due to lack of stability of the device. Structure of the needle with little operator dexterity and despite the interposition of sterile gauze between the needle and the skin, too much space remained with risk of dislocation and overflow onto the reservoir chamber. Replacement with another dm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of needle dislodgement was inconclusive because the received sample appeared to be a non-original product sample. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The sample was received in its original sealed package. The device appeared unremarkable. The needle length was measured and found to be 0.75¿, which matched the length identified on the product package labeling. Microscopic inspection of the sample was unremarkable. The infusion set components appeared well-formed and unremarkable. The device was used to access a non-complainant implantable port device. Both insertion and subsequent infusion were successful and unremarkable. Device removal was unremarkable. No deficiencies were discovered during evaluation of the retuned sample; however, the sealed state of the package indicated that the returned device was not the originally implicated infusion set. Additionally, the clinical conditions in which the event was alleged to have occurred cannot be reproduced within the bd field assurance laboratory. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "chemotherapy with huber needle insertion to administer blistering and/or irritating drugs. During removal of the semi-permeable membrane (finished infusion), the huber's needle came off together with the membrane due to lack of stability of the device. Structure of the needle with little operator dexterity and despite the interposition of sterile gauze between the needle and the skin, too much space remained with risk of dislocation and overflow onto the reservoir chamber. Replacement with another dm."